Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the reported event was confirmed. During the inspection of the affected device, it was found that the device produced images with changing colors (purple, green) and it was found that the cable unit of the affected device caused this issue . A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The repair inspection did not confirm the customer reported problem, however, the inspection identified the scope has a purple colored image defect. The image problem was due to a defective/damaged video cable. The cause of the defective video cable cannot be determined at this time as the investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿light is only red and green¿ which was found at preparation for use. However, during the repair inspection, a purple-colored image defect was identified. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image defect.